Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed, and damaged on the battery compartment down inch long broken off. No harm requiring medical intervention was reported. Product return was requested for mmt-1715k. The customer will discontinue using the device, and the customer response was that mmt-1715k

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, cracked keypad overlay, cracked retainer, broken battery tube threads and cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed for cracked battery compartment. Unit passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.